Event description:
Following installment of a repair part, therapy pcb assembly, the customer reported that the device would not power on. Reporter re-installed the original therapy pcb and observed the initial non-critical issues. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.